Event description:
It was reported a bridge bolus was not performed. The refill and programming had occurred 15 hours prior. The old drug infused and delivering new dilaudid 8mg/ml at 5.0949mg/day. The plan was to decrease the dilaudid dose to 2.5475mg/day and change the dilaudid to the primary drug. The patient experienced drowsy symptoms related to clonidine. There were no therapy issues with the missed bridge bolus. Programming was completed. The pump was delivering hydromorphone and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physician programmer: model# 8840, lot# unk; catheter: model#8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).